Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed damage to the hemogard closure. Evaluation of the photos confirmed the presence of damage as a notch can be seen at the bottom of the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, the exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the distributor found shield deformed. The following information was provided by the initial reporter. ¿the distributor reported that the shield was deformed.¿